Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: symptom - pump issued several high baseline alarms while on pt. Findings/actions taken: strips of alarms appear to show fill valves opening. Replaced central processing unit, printed circuit board. Also replaced battery due to short run time.